Manufacturer narrative:
A manufacturer representative went to the site to the navigation system and it was confirmed that the probe was becoming inaccurate during the procedure. It was suggested to use trajectory views and the probe no longer was inaccurate. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that when navigation with a passive planar blunt and a suretrack instrument the tip of the instrument would be on the surface of the skull and navigation was accurate. The health care professional (hcp) said that when they went into navigate projection (5 mm projection) on both of these instruments, the tip of the instrument would now appear inaccurate when on the surface of the patient. The hcp went interior slightly. It was most noticeable in the coronal plane. When trouble shooting it was suggested to switch to trajectory view. Once the site switched views the probe did not move in and the procedure continued as scheduled. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that when navigation with a passive planar blunt and a suretrack instrument the tip of the instrument would be on the surface of the skull and navigation was accurate. The health care professional (hcp) said that when they went into navigate projection (5 mm projection) on both of these instruments, the tip of the instrument would now appear inaccurate when on the surface of the patient. The hcp went interior slightly. It was most noticeable in the coronal plane. When trouble shooting it was suggested to switch to trajectory view. Once the site switched views the probe did not move in and the procedure continued as scheduled. There was no delay to the procedure. No impact on patient outcome.